Event description:
Bilateral knee swelling [joint swelling], unable to weight bear [weight bearing difficulty], unable to completely extend or bend knee [joint range of motion decreased], bilateral knee pain [arthralgia]. Case description: spontaneous report was received on (B)(6) 2011 from a physician's assistant regarding a (B)(6) female pt with osteoarthritis. The pt's medical history is significant for four previous treatments with synvisc. On (B)(6) 2011, the pt initiated synvisc-one, 6 ml in both knees. Twelve hours status post injection, the pt experienced significant bilateral knee pain, knee swelling, inability to bear weight, and the inability to completely extend or bend the knee. Treatment included benadryl (diphenhydramine hcl), 50 mg q8hr starting on (B)(6) 2011 and medrol (methylprednisolone) dose pack, starting on (B)(6) 2011. The action taken with synvisc-one was not provided. The pt's outcome was not provided. Concomitant medications were not provided. The reporting physician's assistant assessed the relationship between synvisc-one and all four events as definitely related.

Manufacturer narrative:
Additional information was received on (B)(6) 2011 in the form of a qa investigation summary. Evaluation summary: the production and quality control documentation for lot number q11041, expiry date 03/2014 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.